Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a peak blood glucose of 294 mg/dl lasting approximately three hours and device alerts indicating prolonged elevated glucose, after which glucose began trending downward. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no back-up therapy. Investigation included user interview, review of device use and infusion set status, and troubleshooting and education on hydration, patience for insulin absorption, and monitoring trends. Investigation of this case revealed no evidence of occlusion, leakage, or infusion set kinking reported by the user and no device malfunction identified, making the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown and could not be determined.